Event description:
It was reported that the tenaculum forceps instrument has a cracked proximal clevis, however, pieces did not fall inside of pt. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the instrument broken at the proximal clevis to main tube interface. Both the proximal clevis and main tube were missing pieces. Per the case notes, no instrument fragments fell inside of the pt. Engineering also observed the distal end of the main tube has various deep scratches with material removed. The appearance of the damage suggests that the scratches may have been caused by inadvertent contact with other instruments. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.